Manufacturer narrative:
The inspire 8m hollow fiber oxygenator was assembled into a customized circuit that is not distributed in the USA, but it is similar to the sterile oxygenator that is distributed in the USA (510k#: (B)(4)). At the date of the present report, the unit has not been returned to the manufacturer facilities for investigation. Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the inspire 8m hollow fiber oxygenator, assembled into a customized circuit, would not oxygenate at the beginning of the procedure. The device was replaced. There was no report of patient injury. This event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the inspire 8m hollow fiber oxygenator, assembled into a customized circuit, would not oxygenate at the beginning of the procedure. The device was replaced. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8m hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the inspire 8m hollow fiber oxygenator, assembled into a customized circuit, would not oxygenate at the beginning of the procedure. The device was replaced. There was no report of patient injury. This event was reported to the country's local competent authority. This medwatch report was filed in response to this action. The involved oxygenator was returned to sorin group (B)(4) for evaluation. A visual inspection found no defects or abnormalities. Functional testing of the oxygenator was unable to reproduce the reported issue. No evidence of a device malfunction was identified, and all performance values were found to be in line with the manufacturer's specifications. As the reported issue could not be reproduced, a root case could not be identified and corrective actions were not determined, however sorin group (B)(4) has initiated a CAPA investigation in relation to other complaints for similar issues.